Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments grips were bent. One grip was bent causing side to side misalignment of grips. There was a .022 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken pitch cables if to recur could cause or contribute to an adverse event.

Event description:
It was noted that prior to starting a da vinci surgical procedure, it was noted that frayed cables were observed on the maryland bipolar forceps instrument. No missing or fallen pieces were reported.